Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 1/4 of pt's automated peritoneal dialysis (apd) therapy. After troubleshooting it was discovered that hp had left an unused supply line clamp open during therapy. Tsc assisted hp in ending therapy early and advised hp's spouse to complete therapy by setting up with new supplies. Per rn, no pt injury or medical intervention was associated with this incident.